Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced high blood glucose with blood glucose of 231 to 282 mg/dl at the time of the incident. The customer used insulin pens and the pump to treat. The customer experienced symptoms such as nausea and abdominal pain. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer did not have a tubing clamp. The customer mentioned they have gastroparesis and was having abdominal pain. The insulin pump will not be returned for analysis.